Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection was performed found a visible burn between the spacer and shaft. A functional evaluation was performed found plasma was not generated and arching was seen between the spacer and shaft. . A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include:;1) activating the device above recommended settings for prolonged periods of time. 2) activating the device prior to contact with targeted tissue. 3) failure to maintain suction and direct fluid outflow away from the operative field. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the evac coblator wand had a visible burn and was arcing between the spacer and shaft. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).